Event description:
The customer stated that his blood glucose was tested using his doctor's meter (brand unknown) and his contour meter. The doctor's meter read 133 mg/dl, while the contour read 291 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for eval. The customer was sent a breeze2 meter system.